Event description:
It was reported that immediately post implant, high impedance was observed on the atrial lead. Fluoroscopy revealed that the lead was not fully connected to the header of the pulse generator. The pocket was reopened, the lead was inserted into the header. The device remained implanted.